Event description:
It was reported that this pacemaker battery appeared to be depleting prematurely based on previous battery longevity check. Data analysis confirmed the premature battery depletion. A boston scientific technical service consultant recommended device to be replaced. This device remains in service. No adverse patient effects were reported. Additional information: this device was explanted, replaced and returned for analysis. The report has been updated with product investigation results.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the high current drain is the result of compromised low voltage capacitors, which is caused by the presence of excess hydrogen from a liner component within the device.

Event description:
It was reported that this pacemaker battery appeared to be depleting prematurely based on previous battery longevity check. Data analysis confirmed the premature battery depletion. A boston scientific technical service consultant recommended device to be replaced. This device remains in service. No adverse patient effects were reported.